Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for troponin t (tnt) on one patient sample, and questionable "thyroid results" on two patients. Of the three samples, the tnt results were considered erroneous and were reported outside of the laboratory. The customer refused to provide any of the "thyroid results". All tnt results are in ng/ml. The customer began to see questionable results and investigated, the customer found the sipper probe appeared to be cracked lengthwise. The customer had been receiving abnormal sipper movement instrument alarms on (B)(6) 2013. The morning of (B)(6) 2013, the customer discovered that a clean cell (cc) bottle had been placed in the wrong position, even though the bottle did not fit correctly in the tray. The customer removed the cc bottle, cleaned the straw and replaced it in the correct position. On (B)(6) 2013, the erroneous results for tnt were generated. The initial result was 0.128. This result was reported outside of the laboratory and the nurse was alerted. The nurse questioned the result as the patient's previous tnt result had been low. The sample was then repeated on a cobas e 411 analyzer and generated a result of < 0.01, accompanied by a data flag. The customer deemed the repeat result to be the correct result. A corrected report was issued and the nurse was informed of the corrected result. There was no adverse event. The customer refused to provide the lot number for the tnt reagent in use at the time. The field service representative found that the sipper probe was damaged. He replaced the probe. He also performed performance testing.